Manufacturer narrative:
A review of lumenis service records confirmed that the user facility has not had a lumenis service contract for the subject device since (B)(4) 2009 and lumenis has not serviced the subject device since (B)(4) 2009. The user facility declined service of the subject device by lumenis technical representative. Although no information was provided by the user facility regarding recent service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. An evaluation of the reported event details including patient photographs by a lumenis healthcare professional concluded that failure on the part of the device operator to perform a test patch prior to treatment to determine appropriate treatment to determine appropriate treatment settings, in consideration of the patient's pre-treatment sun exposure, contributed to the reported event. No definitive root cause could be determined. Prior exposure to sunlight is known to affect patient skin response to intense pulse light (ipl) treatment. User facility declined service.

Event description:
It was reported that a patient sustained hypopigmentation to the arms after treatment with the lumenis one laser. It was further reported the patient had sun exposure within 30 days of treatment. It was further reported that no test patch was done on the patient to determine appropriate treatment settings prior to treatment.